Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced leaking seals on the ise buffer pump, the dilution probe discharge pump (dop) and the dilution probe aspiration pump (dip). The cse ran quality controls (qc), which were within the acceptable range. The cause of the discordant, falsely elevated sodium, potassium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium, potassium and chloride results were obtained on one patient sample on an advia 1800 instrument. The initial discordant results were not believed and therefore not reported to the physician(s). The tests were repeated and resulted within the normal range and fit the clinical picture. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and chloride results.